Manufacturer narrative:
Suspect medical device expiration date, corrected data: the initial report inadvertently reported the expiration date incorrectly. Device manufacture date, corrected data: the initial report inadvertently reported the manufacturer date incorrectly.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution.

Event description:
It was initially reported that the patient does not use vns anymore. Review of the in house programming/diagnostic database revealed that high lead impedance was detected on a system diagnostic test on (B)(6) 2008. The device was subsequently turned off on this date. Attempts for additional information from the programmer on (B)(6) 2008 have been unsuccessful. The programmer was a physician's assistant, per the programming/diagnostic database information. Follow-up with the physician's assistant reealed that she has never seen the patient and does not know anything about the patient. She is unable to provide additional information. The treating physician is no longer a physician at the facility. Attempts are in progress to medical records for additional information but have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2008 were received from the medical records department which revealed that since the patient's last visit, the patient remained seizure free. The prior summer, the patient was having recurrence of seizures following a hemispherectomy in (B)(6) 2002 and was admitted for eeg monitoring which showed no seizure activity at that time, but had since remained seizure free since (B)(6). There was no indication that the breakthrough seizures were related to vns in any way. Lead diagnostics of the vns system showed high impedance. The physician provided the patient's family two options: taking an x-ray to make sure the lead wires were intact or the vns would need to be turned off or turning off the vns as the family feels vns was never been effective in controlling the patient's seizures. This was verified by the history available in the manufacturer's programming database. The family elected to turn the device off as they felt it was never effective in controlling her seizures. The patient's medication was also tapered on this date.

Event description:
Additional information was received from the treating hospital health information (medical records) department indicating that the patient's clinic notes and records will not be released due to patient signed released being required. The treating pa did not have any information and the treating physician at the time no longer works at the facility. Therefore, it was requested to follow up with the medical records department for information.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.